Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance after a device changeout, which resulted in a lead safety switch (lss). The impedance fell into normal range thereafter. Technical services (ts) assisted the caller in turning off the lss. The caller stated they wanted to reprogram the device for a better impedance value. The lead remains in use. No adverse patient effects were reported.